Manufacturer narrative:
The account replaced the head valves and the cardiopulmonary resuscitation valve to resolve the issue.

Event description:
The account alleged the head hi/low has a slow drift. No pt impact.